Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report comparing his meter readings to a lab reading and getting higher results. Analysis run on clark error grid using lab readings (41) as reference point vs. Bd readings (77) yielded some data points in the d range of the grid, outside acceptable limits.